Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy, the device partially fired. It made a strange sound. There was an incomplete staple line. They had to re-staple the patient in order to correct the issue and complete the case. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.